Event description:
A malfunction was reported with the insulin pump, displaying malf 16, which could not be reset. There was no adverse impact to the customer's blood glucose level. Technical support arranged to replace the pump, confirmed the shipping address, provided storage mode instructions, and instructed the customer to return the faulty pump using a pre-paid label within 10 days. The customer acknowledged all instructions and planned to use multiple daily injections as a backup therapy to ensure continuous insulin delivery.